Manufacturer narrative:
Concomitant medical products: product ID neu_leadcap_acc, product type: accessory. Device analysis: analysis of the lead cap reported that ¿no anomalies were observed with the lead cap.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was never implanted and would be returned. The exact reason for the return of the device was not provided at the time of initial report. It was noted the event occurred pre-operatively. Additional information reported the lead was not implanted ¿because the contact 0 seemed damaged¿ and ¿the connection with the cable was broken.¿ it was noted the patient was receiving effective therapy as of two weeks after initial report. A supplemental report will be filed if additional information is received.